Event description:
It was reported that when the patient was in the cardiac care unit, the device was interrogated due to pacemaker mediated tachycardia. Patient was initially reprogrammed extending the post-ventricular atrial refractory period and reprogrammed a second time to backup mode. All this time the patient was in intubated on mechanical ventilation due to cardiac arrest. The patient expired on june 28, 2017. The cause of death is unknown. Health professional claims that tachycardia occurred due to a pacemaker malfunction even after the pacemaker was reprogrammed to backup. Device malfunction was not confirmed. No further information is available at this time.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.